Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) system had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), oversensing noise and variable impedance levels. Testing done in the operating room (or) also revealed variable/unstable threshold levels with pocket manipulation. Fluro images were taken which appeared to show the right ventricular (rv) lead connector pins in the appropriate/fully seated position in the device header. The device was taken out of the pocket and the rv pace/sense electrode was hooked up to the analyzer for testing. All numbers were within the proper ranges and consistent. The rv impedance was taken multiple times and always gave a consistent impedance. The rv lead was re-screwed into the device and again, all numbers looked to be similar to the analyzer numbers and stable with no changes and no noise was apparent in the signals. Because of this, it was decided that the ICD was to be replaced and the rv lead was function correctly. When the existing rv lead was being placed/screwed into the new ICD header, the superior vena cava (svc) coil pin was damaged. The decision was made to cap the svc portion of the lead and put a pin plug into the svc coil header port. The follow day, post ICD changeout, the rv lead had triggered a high pacing impedance alert and the threshold had increased to a high level. A few days later another procedure was completed and the rv lead was extracted and a new lead was placed. No patient complications have been reported as a result of this event.